Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 420 mg/dl and a high ketone level. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, customer was hospitalized prior for an unrelated issue, and believes stress from that event contributed to the elevated bg and ketone level. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 07/03/2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.